Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the touchscreen worked intermittently and parameters changed modes on its own during a cataract with intraocular lens implant procedure. The surgeon was able to complete the procedure with the same system. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The touchscreen was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 16, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming touchscreen. The manufacturer internal reference number is: (B)(4).